Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
Literature article "fibrin tissue adhesive reduces postoperative blood loss in total knee arthroplasty" by luigi sabatini , andrea trecci, daniele imarisio, marco davide uslenghi, giuseppe bianco, roberto scagnelli published by the journal of orthopaedic traumatology doi 10.1007/s10195-012-0198-7 was reviewed. The article purpose: to evaluate the hemostatic efficacy of fibrin tissue adhesive in patients receiving total knee arthroplasty. The article reports: thirty-five patients were randomized to receive treatment with fibrin tissue adhesive (the treatment group), and 35 were randomized to be managed with postoperative blood recovery and reinfusion (control group). An lcs total knee prosthesis cementless procedure was used for all operations. The authors found a significant difference in the number of blood transfusions needed between the groups; with the fibrin group needing fewer. Otherwise, the procedure was statistically the same for both groups by all other reported metrics. Patella resurfacing was not mentioned within the article (cementless). Only one of the haematomas required surgical draining. The authors do not delineate which complication was associated with which product, therefore pe quantities are not able to be given for each product. Additionally, we will assume both lcs systems used the femoral sleeve/stem design rather than just the stem in order to assume worst case scenario. Depuy products involved: lcs rp or lcs apg. Complications: haematoma (8), surgical intervention (1).